Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 27 mg/dl with unsteadiness when standing and walking and confusion associated with a call service alarm issue. It was reported that the patient was pregnant and their healthcare provider made recent changes to their basal rate. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management; however, did require assistance from a 3rd party or loss of consciousness. The reporter stated that the call service ((B)(4)) alarm had occurred greater than three times in 30 days. This complaint is being reported because the patient allegedly experienced hypoglycemia because of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the black box started on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.